Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. It was found that the battery does not properly lock into the device without considerable force applied, this would trigger the battery level indicator on the device to display a zero charge icon and will produce and audible tone alarm. The root cause of the reported failure has been determined to be a seating issue of the primer battery pak.

Event description:
The customer contacted physio control to report that their device was showing a low (blank) battery indication and produced an audible alert tone, when it showed a battery capacity of three bars the previous day. Upon review of the electronic device records, stryker observed indications there may have been an issue with battery connection. When a battery has a loose connection with the device terminals, a device can display the reported symptoms. As a results, defibrillation therapy may not be able to be provided. If needed. There was no patient use associated with the reported event.